Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on unknown date with blood glucose of unknown. Customer stated that insulin pump had rejected new batteries, not giving no delivery alarm, rewind was unusual grinding noises, rewind was slower, unexplained and no delivery alarms several times and buttons were not responding when first pressed. The insulin pump will not be returned for analysis.